Event description:
Patient coded and after return of spontaneous circulation (rosc), the patient remained bradycardic, intermittently responsive to atropine. Decision was made to start transcutaneous pacing with the zoll. Pads were already in place from the code. Electrocardiogram (ECG) leads were placed from zoll to the patient. The zoll monitor would not read the patient's native heart rhythm, and kept alerting ECG leads not attached. All connections to the zoll were checked and secure. The ECG leads for the zoll and the defib pads were changed out, and the zoll monitor still would not read the patient's heart rhythm and continued to display an alert that the ECG leads were not attached.